Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this right ventricular (rv) lead had a perforation on the heart wall. In addition, the lead also exhibited high pacing threshold. Additional information obtained from the field indicated that the perforation of the heart wall was due to the lead which then caused the high pacing threshold. The lead was surgically repositioned. No additional adverse patient effects were reported.